Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. Endologix was unable to perform an evaluation of the devices as they remain implanted in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows type ia endoleak, right limb ischemia and additional endovascular procedure complaints are confirmed. This is consistent with the reported adverse event/incident. The clinical assessment determined that there was evidence to reasonably suggest buckling of the stent occurred that was not included in the event as reported. The buckling was discovered during review of the operative report dated 03 january 2024. Device, user, procedure or anatomy relatedness of this complaint could not be determined. No procedure related harms were identified. It was reported that there was kinking of the graft at the neck of the aneurysm and narrowing of the aortic segment at the level of rings. This likely contributed to the reported events but could not conclusively be determined. The final patient status was reported as being in good condition on postoperative day one. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. H3 other text : device remains implanted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2023 with the implant of an alto abdominal stent graft system, an additional ovation ix iliac limb, and an ovation ix extender. Reportedly, there was heavy tortuosity in the neck. The patient had called into the physician¿s office with a complaint of leg pain. On 02 january 2024, computed tomography scans were performed. The first shot identified a type ia endoleak that was treated successfully with the implant of b braun (non-endologix) covered cp stent (ideal palmaz size was not available) and ballooning. Additionally, there was right limb ischemia. Due to the way the alto main body was sitting at the bifurcation, the physician elected to treat the right and left sides. The right side was treated with the implant of a gore (non-endologix) vbx 11x59mm and two (2) gore vbx 11x79mm. The left side was treated with the implant of two (2) gore vbx 11x59mm. The procedure went well. Patient was reported to be good one day post-operation.